Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. Customer¿s blood glucose value was 100-200 mg/dl. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.